Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. Traces of moisture were also found at the motor assembly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer went into the pool with the insulin pump and the display went blank. Moisture can be seen inside the screen. Blood glucose value was 63 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.